Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [212,80] use of device with aortic neck angulation greater than or equal to 60 degrees is off-label; patient had angulation of 140 degrees throughout the aortic neck/aorta.

Event description:
Patient presented with severe angulation at approximately 140 degrees creating a 'paperclip' shape of the entire aorta, renal to bifur 86mm (off-label). Implant of a 28-16-140bl bifurcated device , a 28-28-95rl suprarenal proximal extension, one 20-25-65s limb extension and a 20-25-65f limb extension. Due to the bend in the aorta, there was a type iii endoleak between the bifurcated and suprarenal extension. A palmaz stent was placed at the bend of the aorta which resolved the type iii endoleak.